Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with an unspecified injury. According to the physician, on (B)(6) 2010 the patient reported unknown problems with the sling and dizziness. On (B)(6) 2012 the patient again reported problems and painful intercourse. Additionally, it was stated that the device had poor pelvic support. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.